Event description:
It was reported that a balloon rupture occurred. A 6.0 x 40, 75 cm gladiator elite balloon catheter was advanced for dilatation. A 5f mini-catheter sheath was successfully inserted into the left radial artery, 1 cm proximal to the wrist joint, using the seldingermethod. A 6f vascular sheath was then inserted with the 6f guide wire, and 3000u of heparin was administered intravenously. The guide wire was smoothly advanced to the proximal end of the cephalic vein. The 4 x 40mm, 75cm gladiator balloon was delivered and inflated at 24 atm for 30 seconds to treat the occlusion and stenosis in the cephalic vein. However, a follow-up ultrasound revealed insufficient dilation, so a 6 x 40mm, 75cm gladiator balloon was used. During inflation to 20 atm, the pressure dropped, indicating a balloon was broken. A replacement balloon was used, and the pressure was increased to 24 atm for 30 seconds, the occlusion and stenosis of cephalic vein were fully dilated. After withdrawing the catheter and guide wire, the sheath was removed, and local pressure bandaging was applied. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 40, 75 cm gladiator elite balloon catheter was advanced for dilatation. A 5f mini-catheter sheath was successfully inserted into the left radial artery, 1 cm proximal to the wrist joint, using the seldinger method. A 6f vascular sheath was then inserted with the 6f guide wire, and 3000u of heparin was administered intravenously. The guide wire was smoothly advanced to the proximal end of the cephalic vein. The 4 x 40mm, 75cm gladiator balloon was delivered and inflated at 24 atm for 30 seconds to treat the occlusion and stenosis in the cephalic vein. However, a follow-up ultrasound revealed insufficient dilation, so a 6 x 40mm, 75cm gladiator balloon was used. During inflation to 20 atm, the pressure dropped, indicating a balloon was broken. A replacement balloon was used, and the pressure was increased to 24 atm for 30 seconds, the occlusion and stenosis of cephalic vein were fully dilated. After withdrawing the catheter and guide wire, the sheath was removed, and local pressure bandaging was applied. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual examination revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 42 mm in length and extended from a position 5 mm distal of the proximal markerband to 8 mm distal of the distal markerband. A visual and tactile examination observed no damage to the tip of the device and no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual examination revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 42 mm in length and extended from a position 5 mm distal of the proximal markerband to 8 mm distal of the distal markerband. A visual and tactile examination observed no damage to the tip of the device and no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 40, 75 cm gladiator elite balloon catheter was advanced for dilatation. A 5f mini-catheter sheath was successfully inserted into the left radial artery, 1 cm proximal to the wrist joint, using the seldinger method. A 6f vascular sheath was then inserted with the 6f guide wire, and 3000u of heparin was administered intravenously. The guide wire was smoothly advanced to the proximal end of the cephalic vein. The 4 x 40mm, 75cm gladiator balloon was delivered and inflated at 24 atm for 30 seconds to treat the occlusion and stenosis in the cephalic vein. However, a follow-up ultrasound revealed insufficient dilation, so a 6 x 40mm, 75cm gladiator balloon was used. During inflation to 20 atm, the pressure dropped, indicating a balloon was broken. A replacement balloon was used, and the pressure was increased to 24 atm for 30 seconds, the occlusion and stenosis of cephalic vein were fully dilated. After withdrawing the catheter and guide wire, the sheath was removed, and local pressure bandaging was applied. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the stenosis of the lesion was 70% and was located in the mildly tortuous and non-calcified cephalic vein.